Event description:
The lay user/pt's spouse contacted lifescan (lfs) in 2009 alleging that the pt's onetouch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on 03/04/09 and obtained the following info. The pt reported that the alleged issue began approx 1 week prior to contacting lfs. On the day prior to original date at about 5:00 pm, the reporter stated that the pt obtained a blood glucose reading of "219 mg/dl" with the subject meter. As a result of the issue, the pt took 15 units of 75/25 humalog mix (based on a sliding scale). At 1:30 am on original date, 8 1/2 hours after administering the insulin, the reporter stated that he found his wife unresponsive. The reporter stated that he checked her blood glucose with his freestyle meter and obtained a reading of "24 mg/dl" and immediately gave her 3 tablespoons of sugar. The reporter stated that the pt began to "come to" approx 15 minutes after the treatment. Later that morning, at 4:30 am, the reporter took the pt to the emergency room. While in the ER, the pt obtained a blood glucose reading of "96 mg/dl" with the ER/hospital meter. The reporter claimed the pt was given glucose tablets while in the ER. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.